Manufacturer narrative:
(B)(6). Pump not received stuck in manufacturing mode : unit passed displacement test. Sleep current measurement and active current measurement within specifications. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage (loaded vlith) as shown on the power management graph and confirmed power error 25, low battery alarm due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. Unit received with cracked retainer, minor scratched display window, fading serial number label broken reservoir tube lip, and scratched case. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer called via phone to report low battery alert and batteries in the insulin pump were not lasting. Customer's blood glucose at the time of call was 4 mmol/l at the time of call. The insulin pump will be returned for analysis.